Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? Did the reservoir function properly upon first activation?=>unk ? If yes, how long after the first activation happened did the issue occurred? ? How was the case completed? =>another device was used to complete the case. No product is available for return. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a reservoir was used. The reservoir could not be locked. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.